Event description:
It was reported that during a da vinci hysterectomy procedure, a broken wire was identified on a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable broken at the distal idlers. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was damage to the idler pulley where the broken grip cable was routed. The idler pulley exhibited scratch marks, pulley rim, and face damage. A mechanical indentation was also observed on the idler pulley. Evidence not conclusive, but the indentation on the pulley was likely due to misuse or mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.